Event description:
Call came in from medical records on 12/12/2011 . Discussed rv02 lead-- is-1 integrated bip, single df-1 rv coil. On her way to hospital for some unknown lead issue. Will call back if indicated. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).